Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 3.5 mg/day) and clonidine (100 mcg/ml at 35 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the physician was unable to aspirate drug from the catheter via the side port, so a portion of the catheter was replaced on (B)(6) 2019. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue; it was unknown if any diagnostics/troubleshooting had been performed; and it was unknown when the event/difficulty occurred. The issue was resolved. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the following sentence in the initial MDR [it was reported that the physician was unable to aspirate drug from the catheter via the side port, so a portion of the catheter was replaced on (B)(6) 2019.] Should have read [it was reported that the physician was unable to aspirate drug from the catheter via the side port, so the catheter was replaced on (B)(6) 2019.]